Manufacturer narrative:
Upon receipt, the ICD and the lead under complaint were subjected to an extensive analysis. The inspection of the lead revealed a rubbed through insulation at approx. 18 cm, 21 cm and 24 cm distal to the is-1 connector pin. The coating of the conductor cables to the ring electrode and to the rv shock coil were found damaged in these areas. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Interaction between the lead body and the generator housing should be taken into consideration. The cuttings in the insulation occurred most likely during the explantation procedure.

Event description:
Ous MDR - after an implantation period of about 42 months, that the ICD could not be interrogated after dft testing had been performed. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.